Event description:
Pt had implant of pump in 1999. This pump replaced one implanted in 1994. Pt began experiencing flu symptoms, "drug withdrawal and seizures". Reported to physician - the physician x-rayed the system. The pump was found to have detached itself from the tissue on which it was anchored, and had twisted itself in such fashion as to cause a twisting of the catheter and blockage of medication flow. The pump was reanchored and catheter revised. The pt is doing well now and getting good pain relief.